Manufacturer narrative:
The device evaluation has not been completed. A follow up report will be sent when the evaluation is complete. (B)(4).

Event description:
Haemonetics received a report on (B)(6) 2014 for an orthopat device with a complaint of "reported by biomed fluid spill. No injuries associated. No other information."